Event description:
It was reported on (B)(6) 2022 the PICC catheter will be placed as instructed, and the catheter will be used according to the treatment needs and maintained every 5-7 days. On (B)(6) 2022 red, swollen and painful skin at the catheter placement site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4759 showed no other similar product complaint(s) from this lot number.